Event description:
Pt reported that on (B)(6) 2018 she experienced severe ae associated with injecting synvisc one. She stated her knees were swollen twice the size and she was hospitalized for 2 weeks. She was put on pain trauma control. Dose or amount: 48 mg milligram(s), frequency: one time; route: intra-articular. Therapy start date: (B)(6) 2018. Reason for use: bilateral primary osteoarthritis of knee.